Event description:
The facility representative reported an ipump with a condition of "calibration check." This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the ipump confirmed the reported problem of "calibration check." The root cause of this condition was due to an upstream occlusion sensor that was out of calibration. The sensor was recalibrated to fix the reported condition. If additional information is received, a follow-up will be submitted.